Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation determined that a sample-specific discrepancy is likely to cause the reactive results in elecsys hiv duo. Per the method sheet, "all initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The elecsys hiv duo assay performs within specification.

Event description:
The initial reporter complained of positive results for one patient sample tested for elecsys hiv duo on a cobas pure sample supply unit. The initial result was 5.06 coi (reactive). The repeat result was 4.99 coi (reactive). The sample was repeated at an external lab using the elecsys hiv combi pt and e601 instrument and the result was 0.476 coi (non-reactive). After re-calibration, the result was 4.82 coi reactive (accompanied by a data flag). The same sample was sent for confirmation testing (details unknown) at an external lab and the result was non-reactive.